Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the patient had a 12mm insert and it was too stiff and couldn't get full extension, so dr. (B)(6) downsized to a 10mm thickness so patient could get into full extension.